Manufacturer narrative:
The reported events of intermittent capture, an impedance issue, and material break were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that during intraoperative threshold testing, the rv lead demonstrated abnormal impedance fluctuations with intermittent loss of capture. Multiple repositioning attempts were performed at various rv sites; however, impedance instability and capture failure persisted. The lead was determined to be electrically unreliable, likely due to an internal defect. Consequently, the rv lead was not used and replaced with a new lead. The patient was stable throughout.